Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The customer reported to have replaced the expiratory pressure transducer solenoid which remedy the problem. Covidien was not authorized to service the device.